Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complaint reported that during impella cp support for 68-year-old female patient, the automated impella controller (aic) displayed "failure purge-system" alarm. The device failed to prime. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. Data logs were reviewed, and one event of purge system failure alarm observed. Later the device was disconnected. Impella cp pump and purge cassette returned for investigation. The pump was visually inspected and no damages or abnormalities found with the purge cassette. Purge cassette was connected to the aic and deairing(priming) was initiated. The cassette successfully completed priming, was connected to the pump and the purge parameters were observed to be in normal range (purge pressure - 468 mmhg and purge flows - 11.9 ml/hr) after 10 minutes of purging. The priming issue did not reproduce during field reproduction testing. There was no priming issue found during the case. The purge cassette functioned/operated per specification. Therefore, the root cause of the reported issue could not be determined. Added-d9 device return date d4-updated model number. H8-changed to reuse.